Event description:
It was reported that the catheter was maneuvered through an extremely tortuous iliac artery and aorta. While attempting to unwrap a kink that had formed at the proximal third of the catheter, the device separated into two pieces and the distal segment needed to be retrieved in surgery by a femoral cutdown.